Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member.spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a telemetry central monitor did not alarm for a 10 second pause. No one was injured as a result of this event.

Manufacturer narrative:
An investigation was conducted by a spacelabs product support specialist. Customer provided patient ECG printouts retrieved from the patient retrospective database were reviewed for the reported event. A 10.3 second pause event was labeled on the printout from retrospective re-analysis of the data. There is no real time pause alarm for telemetry. There is a real time asystole alarm for a pause event greater than five seconds that would have occurred. Since the involved devices performed to specifications during onsite inspection by a spacelabs field service engineer, we know of no reason why this event would not have generated an asystole alarm. Review of retrospective data, however, cannot attest to the state of alarm tone volume at the time of the event. (When asked) the customer did not provide alarm logs or error logs for any additional review. Consequently, due to insufficient data from the customer, root cause could not be determined. This report is considered final and the issue closed.